Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at attempted implant of the right ventricular (rv) lead cardiac tamponade occurred. It was additionally noted that drainage was performed and the procedure was ended after closing the device pocket. The reported rv lead was not implanted and was noted to have been discarded. No further patient complications have been reported as a result of this event.